Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was providing ¿low alerts¿, however, no specific cgm value was reported, and no bg meter comparison value was taken at this time. The patient was experiencing lightheadedness and fainted. It was not specified when the patient regained consciousness. There was no documentation of any treatment being given to the patient at this time. At an unspecified time later, the patient went to her doctor¿s office. At the doctor¿s office, the patient cgm was reading 48 mg/dl and the bg meter was reading 138 mg/dl. The patients¿ doctor then decided to send the patient to the emergency room. At the emergency room, the patient¿s bg meter reading was 200 mg/dl, and no cgm comparison value was documented. There was no medication or treatment provided to the patient at the emergency room. The emergency room was only observed the patient, and the patient was discharged less than 24 hours. At the time of report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the b zone of the parkes error grid calculator when the patient was tested at the doctor's office. There were not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was tested at the emergency room. No additional patient or event information is available.